Event description:
The customer reported via phone call that the insulin pump was dropped on a marble floor and part of the casing popped loose. The customer clicked it back in place. Customer's blood glucose level was 276 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube and end cap. The insulin pump was received with minor scratched display window and missing end cap sticker. The insulin pump was received with stained back address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.